Event description:
I had accutite performed on my arms (skin tightening) by dr. (B)(6). The procedure caused right medial nerve damage to my right hand. I have been dealing with persistent pain/numbness ever since and have had to rely on gabapentin and pain meds while waiting (and hoping) for my nerve to heal. I was first diagnosed with carpel tunnel but an emg test on (B)(6) 2025 confirmed that the damage is located exactly where the accutite device was inserted, directly linking the injury to the procedure. Given that the medial nerve is close to the skin on the arm, this treatment carries risk, and for me, the outcome has been life-altering. I wish dr. (B)(6) had been more careful with the placement of the accutite device, as this ordeal has caused me a noticeable loss of function in three of my fingers. While my medial nerve is slowly improving, there should be a warning or more awareness that using this procedure to tighten skin in the ante-cubital area is risky and you could impinge on the medial nerve. Electrodiagnostic findings suggestive of proximal right median sensory mononeuropathy with axonal loss. Full test results available upon request.